Event description:
The product was used during an unspecified procedure. Reportedly, the surgeon performed a re-operation on july 16, 1998 and removed the device. The hospital has reported the patient's condition is satisfactory.